Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini tray that held controller medication kept failing. A field service engineer cleaned and reworked the tray and engine, then tested the unit multiple times without any issues. The customer verified proper operation through the inventory application, also with no issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 1.3, mini tray that stored the controlled medication fentanyl continued to fail repeatedly. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.